Manufacturer narrative:
(B)(6). Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for missing stopper/shield assembly with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and missing stopper/shield assembly was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for missing stopper/shield assembly with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and missing stopper/shield assembly was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before use of the bd vacutainer® z (no additive) plus urine tube in the unopened shelf pack of tubes the cap was missing. There were 100 occurrences. The following information was provided by the initial reporter: missing cap in shelf pack of urine tubes unopened shelf pack of tubes with a missing cap.